Manufacturer narrative:
Combination product: yes this is a duplicate report of MDR-1028232-2021-04694. We are closing this report.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment of the mid rca. The stent did not fully deploy off the stent balloon. The device could be withdrawn with the stent on the catheter. Lot number not available.